Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable high result for one patient sample using the elecsys hcg test system (hcg stat) on the cobas e 411 immunoassay analyzer when compared to a competitor's method. All results are in units of miu/ml, and all were released outside the laboratory. The initial result was 30.60 with a data flag. The patient's gynecologist questioned the result, since the patient was not pregnant and showed "no signs of conception." On (B)(6) 2017, the sample was repeated on an abbott architect analyzer. The result was <1.20. On (B)(6) 2017, the sample was repeated on the e411 with a result of 1.38. This result was deemed correct. There was no allegation that an adverse event occurred. The e411 serial number is (B)(4). Calibration signals were very low. The hcg stat reagent was close to and beyond expiration during the event. Qc was not performed prior to the event. Qc performed after the event was acceptable. The field service representative completed an assay performance check which was acceptable. A specific root cause could not be identified. A review of the alarm trace information showed frequent alarms for "liquid flow cleaning recommended", which indicates that maintenance is overdue. A review of the pre-analytical information indicated too short of a clotting time. The number of sample inversions and centrifugation settings were sufficient, but at the lower end of the tube manufacturer's requirements. Based upon the information provided, most likely causes are sample quality and insufficient maintenance,